Manufacturer narrative:
It has been possible to reproduce discrepant measurements in micromode. However, radiometer cannot reproduce deviations to the extent observed in this case. A total of 160 micromode measurements on whole blood were performed on five analyzers in radiometer's laboratory. The conclusion of the analysis is that the deviating measurements are caused by a design error; a compromised salt bridge (liquid connection) between the reference electrode and measuring electrodes and by errors in the fluid transport control program ftcp (sw). The root cause is determined as software design error.

Manufacturer narrative:
A re-visit to a customer in denmark having the same issue was done. During the visit troubleshooting and comparison measurements including macromode, micromode and flexmode with capillary samplers were carried out at two abls. Replacing the ph/blood gas measuring chamber on the affected analyzer at the customer in denmark solved the issue. The replaced measuring chamber has been returned to radiometer for further investigation. It was recommended to replace the ph/blood gas measuring chamber if the customer still experienced the issue.

Event description:
A customer reported discrepant results for na+ measured on an abl800 analyzer. The measurement results from the abl800 analyzer were about 15 mmol/l higher than compared to measurements from laboratory measured on a vitros 7600 direct ise. Especially sample sizes of 95 l gave 15 mmol/l higher results for na+ compared to sample sizes of 195 l.

Manufacturer narrative:
Radiometer have been visiting a customer site in denmark having a similar measurement issue. The problem has been possible to reproduce at this visit. Radiometer is still investigating this.

Manufacturer narrative:
An internal review of the case was initiated 22oct2021, and it was identified that we in the latest MDR had reported preliminary investigation results. However, the investigation of this issue is still ongoing.

Manufacturer narrative:
From the investigation radiometer has completed untill now, it has been found that the issue arises due to inadequate filling of the reference chamber during measurement of patient samples in micromode. The root cause is still unknown and the investigation will continue to focus on identifying the cause for the insufficient blood volume in the reference chamber in micromode measurements. All h6 codes have been updated to match the new layout of the medwatch form in esubmitter.

Manufacturer narrative:
Radiometer has been able to provoke similar symptoms experienced by the customer and as described in the complaint. The current hypothesis is, that inadequate amount of sample under the reference, during measurement in micro mode, causes disturbances to the liquid junction potential and thereby the electric signal. This is suspected to cause falsely high- and low measurements of cca2+, cna+ and ck+. A possibly affected ph/bg module has been installed in an analyzer at rmed and first tests/measurements have been performed. It has been possible to examine the internal channels and measuring chambers from three different possibly affected analyzers. The internal volumes have been calculated and compared to nominal volume, which revealed no significant different and thereby removing the suspicion of the measurement chamber as a standalone root-cause. More tests with a possibly affected ph/bg module is needed, and the investigation is on-going.